Event description:
The account alleges that during a transjugular intrahepatic portoystemic shunt (tips) procedure, the 4fr catheter detached within a branch of the patient's hepatic vein. The attending clinician was able to successfully externalized the foreign body with a vascular snare device thus liberating the vein. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. A photograph was provided by the account. The device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.